Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to perform the detect and treat test.

Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) is complete. The reported problem (unable to perform detect and treat) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt.